Manufacturer narrative:
(B)(4). This is a report of a cracked patient extension line due to it being run over by a wheel chair. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set was cracked. The reporter stated that the extension set was run over by a wheelchair. This occurred during drain one of automated peritoneal dialysis therapy on the homechoice machine, while the patient was connected. The technical service representative assisted the patient in ending therapy and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.